Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral regurgitation is included in the mitraclip instructions for use, as a known possible complication associated with mitraclip procedures. Based on available information, a cause for the reported clip migration could not be determined. The reported mitral regurgitation (mr) appears to be due to reported migration. There is no indication of a product issue with respect to manufacture, design, or labeling.na.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report recurrent mitral regurgitation. It was reported that the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1. On (B)(6) 2020, the following day after the procedure, echocardiogram was performed. Mr had increased to 3-4 and the clip was noted to be slightly tilted but remained secure on both leaflets. The patient will continue to be observed, a second procedure has not been scheduled. No additional information was provided.